Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned. Visual inspection found the transducer horn dented with the edge curled over. There are gouges, scratches and missing material from inside the transducer horn threaded area. A functional test was performed using a stellaris system. The handpiece data displayed tune count 17, on-time 976578 and average power 1. The handpiece tuned, primed and functioned as intended. In addition, a filter test was performed. Processes water was injected through the irrigation tube on the side of the handpiece handle and out onto a 0.45 micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particles. The filter was microscopically examined and found multiple dark colored particles scattered all around the filter. One particle does have a shiny metallic like appearance. The device history was reviewed and found to meet manufacturing specification.

Event description:
Doctor is observing metal particulate in the wound of the patients eye.

Manufacturer narrative:
Previously reported: filter test performed and one particle on the filter had a shiny metallic like appearance. Additional information: the filter was sent to the lab for particulate analysis. The lab report was received, it states "conclusion: these analyses indicate that the metallic particle on filter, consists of an aluminum alloy." The bl3170 handpiece does not include aluminum as a material used in the manufacture of the handpiece. Therefore, it is unknown as to the source of the metal particulate.